Event description:
It was reported that the soft key of a spectrum iq pump was inoperable. This occurred during preventive maintenance testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was received for evaluation. During evaluation, the reported problem of 'soft key inoperable' was reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be that the soft keys had to be pressed harder than normal in order for them to work. The keypad requires replacement to address this condition. Should additional relevant information become available, a supplemental report will be submitted.